Event description:
It was reported that (B)(4) medical center rec'd info from baxter about a problem with IV pumps alarming upstream occlusion or air with no apparent problem. When addressing the issue, staff nurses indicating that this happens quite frequently. It is being found the staff is clearing the alarm multiple times and never reporting the issue. The customer posed a question of what to do when these alarms occur.

Manufacturer narrative:
MFR ref. No.: (B)(4). The required info was provided to the customer regarding upstream occlusion and air in line alarms. The device was not returned to baxter for eval and hence an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.